Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the when the patient vns was interrogated that high impedance was seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Programming history was reviewed and it was discovered that patient was seen with high impedance on date of implant which did not resolve. Patient has been referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient had their battery explanted due to battery depletion. The new device was implanted and impedance was still seen to be high. The surgery was aborted with the new device not implanted and a full revision is planned for a future date. No other relevant information has been received to date.

Manufacturer narrative:
A 2. Age at time of event; corrected data; supplemental MDR 01 omitted corrected age found from programming history review.